Manufacturer narrative:
H2) correction: event inadvertently filed on the navigation system twice. This report has been corrected to capture the imaging system involved. The navigation system is captured in 1723170-2020-02904. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi70002000, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that a spin was taken on the imaging system, and transferred to a navigation system. Accuracy was checked and it was noticed that the spin was inaccurate by 4mm in the inferior direction. Another spin was taken and wen verifying accuracy, the same issue was seen. Use of imaging and navigation was aborted. The procedure was delayed by less than one hour and there was no impact on patient outcome. Three days later, the manufacturer representative was on site and was unable to replicate the issue. Several spins were taken with a demo model and accuracy was able to be verified. It was noted that the site used drapes to cover the patient reference frame and that could have caused the inaccuracy. Additionally, the manufacturer representative noted that the site could have been accidentally looking at the same spin, which would account for the inaccuracy being the same. However, the representative only tested one side of the imaging t rackers.

Manufacturer narrative:
A medtronic representative went to the site to perform a system checkout. The system passed checkout and no issues were found. (B)(4). If information is provided in the future, a supplemental report will be issued.